Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being replaced with a competitor product due to an allegation of premature battery depletion. A boston scientific technical services (ts) consultant had received a save to disk and stated that this device had declared a battery status of elective replacement indicator (eri) due to long charge times. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information was received that this product was explanted and replaced with a competitor's product. No product return is expected at this time.

Manufacturer narrative:
The local field representative was contacted for further information regarding the replacement procedure and the return of this product although none was made available. As of today, the available information suggests this ICD remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.